Event description:
The reporter states that the customer obtained a blood glucose result of 275mg/dl on the accu-chek advantage meter in comparison to a professional meter blood glucose result of 125mg/dl. The results were obtained within 10 minutes. No reported actions taken based on the results. No adverse event reported. New system sent to customer and return requested.